Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event and subsequently expired on (B)(6), 2011 after the use of the product.

Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with mdrs # 1225714-2013-01626, 1225714-2013-01627.